Manufacturer narrative:
The device was not returned to physio control, therefore the reported issue could not be verified. The device could not longer be repaired. The customer was provided with a replacement device. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not power on. There was no patient use associated with the reported event.